Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displayed a red x and a shock equipment malfunction message. There was no reported patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. However, the cause was not identified.